Event description:
It was reported that 100 bd precisionglide¿ needles were clogged during use. The following information was provided by the initial reporter, translated from portuguese: "needle is clogged. Needle is opened, but it's not possible to insert the medication, because it's clogged. It's used to apply drugs, glucose/polidocanol."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 14-feb-2023. H6. Investigation summary: sample and photo received by our quality team for investigation. Upon visual evaluation, no defects or imperfections were observed on the needle. Further evaluation was conducted, the presence of epoxy resin obstructing the hole was verified in one sample, which is applied to perform the fixation between the cannula and the hub, therefor clogged needle is confirmed. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. During review of the process, possible root cause is associated with failure in the systems vision system. Vision camera was replaced.

Event description:
It was reported that 100 bd precisionglide¿ needles were clogged during use. The following information was provided by the initial reporter, translated from portuguese: "needle is clogged. Needle is opened, but it's not possible to insert the medication, because it's clogged. It's used to apply drugs, glucose/polidocanol."